Event description:
Nurse was exposed to the chemo drug, cytoxin, last week during cleanup after the drug leaked from the upper ultrasite y port. The nurse reported to be feeling sick, however, no specific symptoms were reported . No additonal information was provided by the facility after several attempts were made. However, it has been reported by the facilities purchasing department that the sample was sent.

Manufacturer narrative:
The actual device has not yet been received for the manufacturer to evaluate. The purchasing department was contacted on 6/12/2006 which indicated that the sample has been sent. Without the actual sample, a thorough evaluation could not be performed, no specific conclusions can be drawn, the house retain samples for the reported lot were tested for leakage and found acceptable.